Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the physician used blunt dissection, and placed all four mesh legs. He then performed a 35-minute cystoscopy, during which the ureters were non-functioning. He loosened the sacrospinous mesh legs, and the patient's left ureter began functioning. Blue dye was noted inside the vaginal incision, signifying a tear in the ureter. The physician reported that he found the location of the right ureter was right in the area that would be covered with mesh, so he, "...couldn't take the risk of erosion in the pt," and removed the pinnacle device and performed a simple cystocele repair. He opined the ureter was torn during dissection, and called in a urologist, who reimplanted the torn ureter. The patient is reportedly now "doing well".

Manufacturer narrative:
The lot number of the device is unknown; consequently the manufacture and expiration dates cannot be determined. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.